Event description:
Patient was revised to address dislocation.

Event description:
Patient was revised to address dislocation. **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, necrosis and metallosis. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint.- patient was revised to address dislocation. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip). Update: 4/16/13 - litigation papers received. Litigation alleges pain, necrosis and metallosis. There is no additional information that would affect the outcome of this investigation. Update: 9/12/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update: (B)(4) 2013 pfs was received from legal, medical records were received from legal. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address dislocation. Doi (B)(6) 2008 - dor (B)(6) 2012 (left hip). The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed.